Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace. It was able to sense at the beginning, but it became unable to sense during use.

Manufacturer narrative:
The device has not been returned for evaluation.

Manufacturer narrative:
Customer report was not confirmed. Continuity testing was not able to confirm any intermittent, short or open conditions in the pacing circuit. No visible damage was observed from the catheter.